Event description:
Info received indicates the bed exit is not sending an alarm to the nurse call system.

Manufacturer narrative:
The technician found the bed exit alarm working at the bed, but discovered the communication cable damaged at the wall connection, which prevented the nurse call alarm. The technician replaced the communication cable to repair the bed.